Event description:
It was reported that during a sleeve gastrectomy the surgeon went to fire the device and on first firing, the surgeon stated that the device would not fire and had locked out. The reload was replaced with a black reload and stapling was successfully completed. The surgeon needed to remove several (2-3) partially formed staples. Patient is female. Delay of about 5-10 minutes in procedure.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.